Manufacturer narrative:
Correction: h6 findings and conclusion codes to reflect updated investigation results. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the customer did not have the maj-1534 cleaning brush that is referenced in the gf-uct180 instructions for use for brushing the elevator. Customer is currently using the maj-1888 cleaning brush to brush the elevator prior to flushing the elevator with the 30cc syringe during the manual cleaning process. The event can be detected/prevented by following the instructions for use which contain a detailed explanation of reprocessing in the following chapters: chapter 7 cleaning, disinfection, and sterilization procedures, chapter 8 reprocessing workflow for endoscopes and accessories, and chapter 9 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched on mar 29, 2023, to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The ess dispatch report stated the ess gave a cleaning disinfection and the sterilization processes in-service to spd staff at lancaster general hospital. The olympus ess performed training using reprocessing in-service/customer competency for evis exera iii duodenovideoscope tjf-q190v. Utilizing a tjf-q190v, ess discussed and demonstrated reprocessing steps as indicated on the on tracks form and IFU. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The cause could not be identified from the facts obtained from the investigation and because the equipment was not returned. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during reprocessing of evis exera ii ultrasound gastrovideoscope, the olympus endoscopy support specialist (ess) was aware that the customer did not have the maj-1534 cleaning brush that is referenced in the gf-uct180 instructions for use for brushing the elevator. The olympus ess reported that the customer is currently using the maj-1888 cleaning brush to brush the elevator prior to flushing the elevator with the 30 cc syringe during the manual cleaning process. It was reported that the scope was not used on a patient. There was no patient involvement reported with this event.